Event description:
It was reported that the balloon became stuck with guidewire. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use in a severely calcified vessel. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The catheter and the guidewire removed as a single unit and the guidewire was able to be removed from the catheter outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.